Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded target lesion was located in the posterior descending artery (pda). Initially, a non-bsc guide wire was used, followed by another non-bsc guide wire. Subsequently, a 85cm pt²¿ guide wire was advanced to cross the lesion. The physician torqued the wire a lot, the wire looked like kind of folded and knuckled and when the wire was attempted to be removed from the vessel, about 5mm tip of the guide wire was detached and lodged in the proximal cap of the chronic total occlusion. There was no attempt to retrieve the broken tip as it was lodged in a "safe" location. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch and overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has the distal tip detached (183.4 cm from the proximal section), the distal tip detached was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded target lesion was located in the posterior descending artery (pda).initially, a non-bsc guide wire was used, followed by another non-bsc guide wire. Subsequently, a 85cm pt²¿ guide wire was advanced to cross the lesion. The physician torqued the wire a lot, the wire looked like kind of folded and knuckled and when the wire was attempted to be removed from the vessel, about 5mm tip of the guide wire was detached and lodged in the proximal cap of the chronic total occlusion. There was no attempt to retrieve the broken tip as it was lodged in a "safe" location. No patient complications were reported and the patient's status was fine.